Event description:
The customer reported being hospitalized due to low blood glucose. The customer stated that she has been working all day on her ranch, and she did not eat enough carbohydrates. The customer's most recent glucose reading was 85mg/dl, and she has treated with food, orange juice, and yogurt. Troubleshooting was performed. Reviewed the programming and it seems to be normal. The customer stated that the reservoir is showing more insulin than the status screen shows. Performed a displacement test and it passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.